Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on an unspecified date was 33.3 mmol/l with unspecified ketones. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. A blank display screen was reported. This complaint is being reported because the reported health event was attribute to an alleged device malfunction.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 05/16/2017 with the following findings: the complaint could not be duplicated. Review of the pump¿s black box shows eight abnormal cs054-0000 call-service alarms on the reported failure date (B)(6) 2017 at 07:33; deliveries resumed at 08:09. The last basal delivery was on (B)(6) 2017 at 16:02. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).